Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low and high blood glucose (bg) levels. The customer consulted with a healthcare provider and the basal rate was increased. The high bg level had since decreased and the bg level was in the target range at 101 mg/dl.